Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (customer¿s normal range is <0.031 ng/ml): sample ID (B)(6) initial result, on (B)(6) 2022, was 0.284, repeat, on (B)(6)2022, was <0.1 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat troponin-I results on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found the stat syringe assy, part number 7-77650-09, leaking and needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.